Manufacturer narrative:
Correction: please retract this report 2017865-2017-36715, that was submitted on january 11, 2018. The same analysis result was previously reported on dec 28, 2017.

Manufacturer narrative:
Final analysis found to be in back up vvi mode due to code corruption, which is consistent behavior associated with exposure to cautery during explant procedure. The device was otherwise normal.

Event description:
It was reported a patient with sick sinus syndrome (sss) and syncope had the device explanted for unknown reason. No further information available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Device was in backup vvi mode when received due to code corruption, which is consistent behavior associated with exposure to cautery during explant procedure. Longevity assessment was performed, total projected longevity is 8.63 years, device was implanted for 11.03 years. Device exceeded the projected longevity and is considered normal.